Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6), 2022, during a routine frn nail insertion, the im nail got stuck in the canal of the femur. The canal 1.5mm reamed over the nail diameter and opened the proximal segment with the appropriate 14mm drill bit from the set. The nail became incarcerated upon insertion and the proximal body of the nail seemed to be too long for the proximal segment of the femur on this patient. The driving cap broke off leaving a fragment in the insertion handle due to incarceration that led the surgeon to have to strike the insertion handle to seat the nail. The surgeon determined that the nail was finally seated to a depth after a 30 min delay. Standard locking of the proximal and distal nail occurred without incident. This report is for one (1) driving cap/threaded this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g2 h3, h6: part: 03.010.523 lot: 60p6938 manufacturing site: jabil bettlach release to warehouse date: september 28, 2020 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the driving cap/threaded was found broken tip of device. Broken fragment was not returned. No other defect was found. A dimensional inspection was performed for the driving cap/threaded was unable to be performed due to post manufactured damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the driving cap/threaded would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the drawings reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4